Event description:
Cancel.

Manufacturer narrative:
MDR made in error it is a duplicate of (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that there were cracks on the luer lock portion of trifuse while in use on patient.